Manufacturer narrative:
Patient received laser treatment for facial solar lentigines and reacted with keloidal scarring. The treatment parameters were within the manufacturer recommended treatment guidelines. The attending physician did not test a spot prior to treatment as recommended by manufacturer. The patient has been undergoing observation and is making improvement. The device has not yet been evaluated to rule out equipment malfunction. [ upon receipt of the complaint on may 13th,the company determined that this was not a reportable event because the information received from the site was incomplete. However upon receiving additional information on extent of the injury received on june 13th the complaint was re-evaluated and concluded as reportable.]

Event description:
Patient received laser treatment for facial solar lentigines and reacted with keloidal scarring.